Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d10, e1(initial reporter and event site mail), e3, g3, g6, h2, h6 (type of investigation, investigation findings, health effect impact codes and investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that one of the connections to the power supply was not making good contact. The connection was terminated and function was tested. The fse assisted the customer with the battery maintenance test. The unit passed the performance and safety checks according to factory specifications.

Event description:
It was reported that issue discovered during routine check by customer that the batteries of cardiosave intra-aortic balloon pump (iabp) were not charging and there was no patient involvement. There was no harm reported.

Event description:
It was reported that the batteries of cardiosave intra-aortic balloon pump (iabp) were not charging. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.